Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead experienced a hemothorax as a result of a pleural puncture. Additional medical intervention was required. Furthermore, the patient experienced anemia as a result and required red packed blood cell transfusion. No further complications were reported. This product remains in-service.